Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 1 (pre-warm bypass flow error), calibration test unit (ctu) (B)(6) was recently calibrated, and the device recently had the 2000 hour preventive maintenance done. They checked the bypass, and it was zero but with a calibration test unit (ctu) attached they get 2.8 lpm, they were checking for bypass flow obstructions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that failed the calibration for an error 1(pre-warm bypass flow error), calibration test unit (ctu) (B)(6) was recently calibrated, and the device recently had the 2000 hour preventive maintenance done. They checked the bypass, and it was zero but with a calibration test unit (ctu) attached they get 2.8 lpm, they were checking for bypass flow obstructions. Per follow up information received on 01nov2024, it was reported that the sample received. No patient involved at the time of the malfunction. Per sample evaluation results on 08nov2024, it was reported that the tank seals deteriorated.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is old, rubberized tank seal glue lodged in the bypass path at the bypass flow meter. The device was evaluated upon receipt. Alarm 14. Removed the tank and cleaned thoroughly with all passages in the manifold and hoses into the tank. Tank seals deteriorated. Replaced tank seals, tank tubing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, g. H. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.